Event description:
Same case as MDR ID: 2134265-2012-07997 and medwatch: (B)(4). It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented to an outlying facility with unstable angina. The patient was transferred and angiography revealed that the unknown previously placed stent located in the proximal right coronary artery (rca) was 90% re-stenosed. Angioplasty was performed with a 3.0x15mm apex balloon and then a 3.5x24mm promus element plus stent was deployed in the lesion. Post dilation was performed with a 3.5x20mm nc quantum apex balloon. Final films revealed 0% residual stenosis with timi iii flow. The patient was discharged on medications including asa and plavix. In (B)(6) 2012, the patient presented to an outlying facility with an st elevated myocardial infarction. Percutaneous coronary intervention was attempted but was unsuccessful. The patient was transferred to another facility and angiography revealed 100% thrombotic occlusion of the previously placed 3.5x24mm promus element plus stent. A 3.0x15mm non bsc balloon was inflated in the lesion and then two non bsc aspiration catheters were used in the lesion. A 3.5x28mm promus element plus stent was then deployed in proximal rca and post dilation was performed with a 3.75x20mm nc quantum apex balloon. Final films revealed 0% residual stenosis and timi iii flow. The patient did well and was discharged on medications including asa and plavix. In (B)(6) 2012, the patient presented to an outlying facility with an st elevated myocardial infarction. The patient was transferred to another facility for immediate percutaneous coronary intervention. Films revealed 100% thrombotic occlusion of the previously placed 3.5x28mm promus element plus stent in the proximal rca and occlusion of an unspecified distal rca stent as well. A 2.5x15mm apex balloon along with an aspiration catheter were used in the proximal and distal rca along with a 4.0x20mm nc quantum apex balloon that was used in the proximal rca. Timi iii flow was restored to both areas in the rca with residual stenosis of 10-20%. The patient did well without further symptoms; however, a decision was made to proceed with coronary artery bypass surgery and a graft was placed to the right posterior descending artery (pda). The patient recovered and was discharged on medications including asa and plavix.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).